Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The doctor revised a triathlon tibial insert from a 9mm to a 13mm and added some arthrex swivelocks medially due to left knee instability in mid-flexion. Original surgery was (B)(6) 2020. Rep provided primary and revision usage sheets and an x-ray and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Update to b2 and d2. Reported event: it was reported ¿doctor revised a triathlon tibial insert from a 9mm to a 13mm and added some arthrex swivelocks medially due to left knee instability in midflexion. Original surgery was (B)(6) 2020. Rep provided primary and revision usage sheets and an x-ray and reported that no further information will be released by the hospital or surgeon. Update as per the medical review, ¿¿x-ray confirms subluxated, dislocated knee..."¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. Clinician review: a review of the provided medical records rejected by a clinical consultant stated the following comment: x-ray confirms subluxated, dislocated knee, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review. A review of device history records shows that rob163 was inspected on 21/09/2011 and was handled via npr. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. Complaint history review a search of the complaint database under device identification pn 209999 reports no similar complaints for tka software - other. Conclusions: it was reported that the patient revised a triathlon tibial insert due to dislocation. The failure could not be determined as no case session data or logs were provided after three communication attempts were made, however, the event was confirmed through a clinician review of the provided medical records. The clinician stated the following comment: x-ray confirms subluxated, dislocated knee, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The doctor revised a triathlon tibial insert from a 9mm to a 13mm and added some arthrex swivelocks medially due to left knee instability in mid-flexion. Original surgery was (B)(6) 2020. Rep provided primary and revision usage sheets and an x-ray and reported that no further information will be released by the hospital or surgeon.